Event description:
In 2020 (exact date unknown), total knee arthroplasty was performed on a patient with left hip osteoarthritis using an entrada hip stem and femoral head but with an acetabular shell and liner from a different company (zimmer biomet). During the initial surgery, a fracture occurred in the calcar area that was addressed with wire fixation. As a result, the stem tilted medially and subsequently caused subsidence. On (B)(6) 2026, a revision was performed to remove the components and replace them. Use of the hip stem with components from other systems is contraindicated.

Manufacturer narrative:
D4 - model and lot number were unknown by initial reporter. D6a - implant date not known except that it was in 2020. H4 - no manufacture date because lot number is unknown.